Event description:
Pt was admitted to the hospital for elective laparoscopic cholecystectomy. During the clipping of the cystic duct, the clip misfired 2-3 times causing an incomplete closure which resulted in macerated cystic duct. The surgeon had to use a harmonic scalpel in an unconventional fashion and seared the duct closed. As the surgeon removed the stapler, it got stuck in the port and broke as it came out. The surgeon discontinued using the clips on the cystic artery and used the harmonic scalpel instead. Dates of use: (B)(6) 2010. Diagnosis or reason for use: lap chole. Event abated after use: yes.